Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A paramedic called to report that the customer was being admitted for high blood glucose levels. The caller did not have the customer's information. He only wanted to know if troubleshooting could be done. However, he did not have the insulin pump with him as the customer was wearing it. Nothing further was reported.